Event description:
Customer reported receiving imprecise readings on their freestyle lite blood glucose meter. Customer reported receiving readings of 387 mg/dl and 126 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned. The complaint was not confirmed and no new issues were observed. All results were within range specifications and errors were observed during control solution testing. The readings reported were found in the meter log: date (mm/dd): time (h): 18:29; readings (mg/dl): 126. Date (mm/dd): time (h): 18.28, reading (mg/dl) 387.